Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no further information has been received yet. This is a final report.

Event description:
The user could no longer hear with the device. Reimplantation is considered.

Event description:
The user could no longer hear with the device. The recipient has balance problems and falls a lot. User has been reimplanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion:damage to the active electrode, as might be caused by an external mechanical impact was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user can no longer hear with the device.